Event description:
Rn (registered nurse) reported that the tubing that connects the collection chamber to the collection bag became disconnected. This connection should never come apart; the tubing/adhesive had a malfunction resulting in the system being exposed to air. Once this becomes disconnected there is no way to reconnect this, and the entire system must be changed out. Disconnections in the evd (external ventricular drainage) system put patients at risk for meningitis.